Manufacturer narrative:
(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: sterile part: product code #: 298.801.01s, synthes lot #: 8l00715, manufacturing site: (B)(4), supplier: früh ag. Release to warehouse date: 25 mar 2021, expiry date: 01 mar 2031. Non-sterile part: part number: 298.801.01, synthes lot number: p387967, supplier lot number: p387967, manufacturing site: (B)(4). Release to warehouse date: 28 feb 2021. A manufacturing record evaluation was performed for the non-sterile device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in new zealand as follows: it was reported that on (B)(6) 2021, the 4x cerclage cables were also removed. It was related with the (B)(4). The patient had a revision surgery on (B)(6) 2021, and along with removed components, the4x cerclage cables also removed. It was unknown if the surgery completed successfully without delay. The patient outcome was unknown. Concomitant device reported: reclaim distal tapered - jrn (part# 197721190; lot# j7078j; quantity: 1). Delta cer head - jrn (part# 136528320; lot# 9790876; quantity: 1). Reclaim prx bdy cone - jrn (part# 1975200858; lot# j9663f; quantity: 1). Bi mentum pfrk pe liner - jrn (part# ds10014928; lot# 2006249a: 1; quantity: 1). Pinn multihole w/gription - jrn (part# 121730058; lot# j96m13; quantity: 1). Pinn bone screw - jrn (part# 121725500; lot# d20011911; quantity: 2). Pinnacle dm liner - jrn (part# 121858049; lot# 9806726; quantity: 1). This complaint involves four(4) devices. This report is for (1)1.7mm cable with crimp 750mm-sterile. This is report 4 of 4 for complaint (B)(4). Related product complaint: (B)(4).